Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the implantation 5 screw threads were cracked. One of the 5 damaged screws will be returned the other 4 will not be returned. It was reported there was no patient harm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported only the head with partial thread was returned. The complete distal part is missing. Without further details the investigation was not able to determine what caused the crack of the screw. The complaint condition is likely the result of a high mechanical force caused a material overloading which finalized into the crack. Investigation of documentation for production and material provides evidence that the screw was produced under specifications in 2014. Failure in material or production could not be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.